Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but the investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded, and it passed. The allegation was undetermined due to no data within the investigation window. The root cause could not be determined. No injury or medical intervention was reported.